Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events of cardiac arrhythmia and right heart failure could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas until they expired on (B)(6) 2023 (MFR. Report # 2916596-2023-06449). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction, lists potential adverse events that may be associated with the use of the heartmate ii lvas, including cardiac arrhythmia and right heart failure. Additionally, the IFU lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3- the event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute/chronic right heart failure (rhf) and was inotrope dependent on long term home milrinone and history of arrhythmias.